Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: sub-acute thrombosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a clinical trial that in 2008, a 2.75 x 23mm rx xience v stent was deployed in the mid left arterior descending artery (lad). After the procedure, the patient experienced a myocardial infarction (mi). The patient was restless; however, vitals were normal, while the ECG showed st elevation. Cardiac enzymes were elevated and angiography revealed stent thrombosis causing ischemia. The patient was then treated percutaneous coronary intervention (pci) and medication was given. Hospitalization was prolonged due to st elevation and non-q wave mi and silent ischemia. Reportedly, after the treatment of the sat with pci, the patient symptoms resolved. No additional event or patient information is available.